Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the display on the unit is broken.

Manufacturer narrative:
Corrected model number = tpo100b.

Event description:
Dealer is stating that the display on the unit is broken.